Manufacturer narrative:
Standard functional tests were performed. Complaint could not be duplicated or confirmed.

Event description:
The customer alleged, the pump was under delivering during testing using water at a rate of 125, dose 10. The pump under delivered .7 out of 10.